Event description:
It was reported that the 7800 system intermittently experienced a "com two error". There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, as a preventative measure and based on the given error code, replaced ipc 1000. The system was tested and found to be working as intended and placed back into service.